Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form at the edge part upon third inflation at 10 atmospheres within 10 seconds. As per physician's comment, balloon rupture has occurred during a calcium nodule at the tortuous part. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.